Event description:
Information was received that the pt with this implantable lead presented to the emergency room after not feeling well. This lead had been plugged into the right atrial port of the device but implanted epicardially on the left ventricle. The lead displayed intermittent loss of capture. The pt was seen for a lead revision procedure where the lead was surgically abandoned. There were no adverse pt effects reported.

Event description:
Lead was taken out of service on (B)(4) 2012 due to loss of capture initial MDR was submitted at that time. Bsc reported that on (B)(6) 2017 the lead was explanted due to erosion. The cause of the erosion is unknown.